Manufacturer narrative:
It was reported that the zipper of shoulder pack was torn out on the right side, so battery is falling out from shoulder pack. The unit in question was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged zippers can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the zipper of shoulder pack was torn out on the right side, so battery is falling out from shoulder pack. The complainant informed the reporter to have the shoulder pack replaced. . No further information was provided.